Manufacturer narrative:
The results of this investigation concluded cusp 2 contained a tear. Cusps 1 and 2 contained fibrous pannus ingrowth on the inflow surface, and thinning and loss of collagen fibers. There was no acute inflammation or significant calcifications present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2007, a 27mm epic valve was implanted secondary to severe rheumatic mitral stenosis. Per report on an unknown date in late 2016, atrial fibrillation was noted and the patient's physical status declined over the next six months. In (B)(6) 2017, mitral insufficiency was observed on echo when previous exams had revealed normal valve function and no signs of infectious disease. On (B)(6) 2017, the 27mm valve was explanted and replaced with a 31mm epic valve. Ex vivo, the 27mm valve reportedly contained a torn cusp.